Manufacturer narrative:
D9: the date of the devices return for evaluation is unknown. E4: the name of the initial reporter and occupation is unknown. The investigation for the reported aic - battery failure (red alarm) issues has been completed. The device was returned for evaluation. The cause of the battery failure alarm was due to a defective battery (rapid decline in cell voltage). The battery failure was due to a defective battery 1. The root cause of the defective battery 1 was due to single cell failure. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a battery failure red alarm that prompted replacement of the automatic impella controller (aic). No report of patient involvement.